Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot l126 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot l126 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. Photographs were provided by the customer for evaluation. The complaint kit and smart card were not returned. Review of the provided photographs verify the centrifuge bowl broke as blood splatter is visible on the centrifuge chamber wall and pieces of the centrifuge bowl are located at the bottom of the centrifuge chamber. Further review of the photographs showed the centrifuge bowl appears to have dislodged out of the bowl holder and impacted the centrifuge chamber wall. A known cause for the centrifuge bowl to dislodge out of the bowl holder is due to the centrifuge bowl not being properly secured into the bowl holder during installation of the kit. A material trace of the bowl assembly and its components used to build lot l126 found no related non-conformances. A requested device history record (DHR) review did not identify any related non-conformances, deviations, or equipment maintenance events. This lot passed all lot release testing. The root cause of the centrifuge bowl break was most likely due to the centrifuge bowl not being secured into the bowl holder during installation by the kit by the end user. No further action is required at this time. This investigation is now complete. (B)(4). N.s. 04-may-2023.

Event description:
The customer contacted mallinckrodt to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the centrifuge bowl broke after approximately 150 ml of whole blood had been processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The kit was requested for return; however, the customer discarded the kit. The customer returned photographs for investigation.